Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller reports that during a parallel study, the following coaguchek xs/laboratory results were obtained: 2.8 inr/2.2 inr; 2.7 inr/2.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect system.